Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1620c124ej, serial/lot #: (B)(4), ubd: 09-jul-2014, UDI#: (B)(4); product ID: enew2020c82ej, serial/lot #: (B)(4), ubd: 06-jul-2014, UDI#: (B)(4); product ID: enlw1624c124ej, serial/lot #: (B)(4), ubd: 10-jul-2014, UDI#: (B)(4); product ID: enlw1624c93ej, serial/lot #: (B)(4), ubd: 25-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 75-88mm diameter abdominal aortic aneurysm. The diameter of the aorta at the renal artery was reported to be 27mm at the index procedure and to be 30mm currently. It was reported that during patient follow up on approximately 6 years later, the physician observed an unknown endoleak near the level of the flow divider and an increase of the aneurysm diameter. It was reported the patient complained of abdominal pain, but the relationship with the aaa could not be determined. The physician planned to implant an additional cuff to extend to the neck as the main as the length of the bifurcate stent was 4cm however due to concern of covering the renal artery and the patient's current decreased renal function the physician elected not to perform intervention. There was also aneurysm reported in both internal iliac arteries. The event is not resolved. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.